Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through physical inspection. The returned product was found to have hair-like debris within the sealed sterile packaging. The device history records were reviewed and no discrepancies were identified. The root cause of the reported issue is attributed to operator error during the manufacturing process. Corrective actions were taken to review this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
During surgery when the package was opened, there was hair or hairlike debris in the sterile package. No adverse events have been reported as a result of the malfunction.